Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit had shut down suddenly went on and off and it happened frequently. There was no patient injury. Evaluation of the returned unit found that the unit failed the cross coupling test, indicating that one of the outputs on the device could be activated unintentionally. This is a potentially dangerous condition.

Manufacturer narrative:
Summary of evaluation: no product was received at medtronic. This device has been used in the treatment or diagnosis of a patient. The customer reported that the unit had shut down suddenly went on and off and it happened frequently. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation.